Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 1032347-2016-00523 and 1032347-2016-00525.

Event description:
The distributor reported the patient will have a revision case (soon) to remove a custom spacer due to complications of the patient¿s health. The explanation given was the patient had an infection prior to placement, too much bone was removed and therefore, the implant needs to be removed to flush the site of infection. It was reported they may possibly request a new spacer be made to assist in the patient¿s healing in anticipation for a future bone graft.